Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The customer chose to load a new cartridge without the assistance of technical support and declined follow up.